Event description:
A MFR's representative reported that the patient "uses his cell phone and it interferes with his stimulation." The patient fell "about 2 months ago" and "about 1 month" later, the patient began experiencing interference between his cell phone and his implantable neurostimulator. The device was able to communicate with the patient programmer, can be recharged, and can be interrogated. It was also reported that the patient was charging "more than expected." No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.